Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 22 mg/dl. Customer¿s current blood glucose was 50 mg/dl,69 mg/dl,106 mg/dl,73 mg/dl. The customer treated with the carb. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege pump was over delivering. Customer also reported that insulin pump had partial display. The insulin pump will not be returned for analysis.